Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon implanted accolade ii stem and noticed it sat lower than the broach. The stem was removed and a larger size was implanted.

Manufacturer narrative:
Corrected information has been provided as the device was not returned for evaluation. An event regarding seating height involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: no medical records were received for review with a clinical consultant.. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, x-rays, and revision operative report are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. Not returned to the manufacturer

Event description:
Surgeon implanted accolade ii stem and noticed it sat lower than the broach. The stem was removed and a larger size was implanted.